Event description:
It was reported that customer experienced keypad anomaly. It was reported that keypad buttons were not responding and display screen froze while trying to change infusion set. Customer's blood glucose was 150 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No frozen screen was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.